Event description:
Literature: vora ak, ward h, foote kd, goodman wk, okun ms. Rebound symptoms following battery depletion in the nih ocd dbs cohort: clinical and reimbursement issues. Brain stimulation (2011). Doi: 10.1016/j.brs.2011.10.004. Summary: this study looked in detail at the changes in nonmotor symptoms and the emergence of motor symptoms that occurred coincident with impulse generator (ipg) replacement in six patients with medically refractory obsessive compulsive disorder (ocd) who received implants as part of a previously reported national institute of health (nih) deep brain stimulation (dbs) cohort. All six patients had increased ocd symptomatology during ipg failure, however, y-bocs scores remained less than pretreatment range in five subjects. One of the subjects had a y-bocs score greater than pretreatment during the period of ipg failure. Y-bocs scores improved back to baseline after ipg replacement in five subjects. Other symptoms that might have been related to battery depletion were suicidality (n=1), mood disturbance (n=2), panic attacks (n=1), fatigue (n=2), and a restless sensation in the arms and legs (n=1). The authors concluded that preemptive battery replacement was an effective strategy for avoiding these issues. Subject 5 was a (B)(6) woman with ocd symptoms including fears of contamination and also checking rituals. This subject was classified as a responder in the original study. Ten months after replacement of the ipgs for battery depletion , the battery was again found to be low, but not completely depleted. The subject was experiencing suicidality, but had not attempted suicide. She experienced a subjective decrease in energy. Bilateral soletras were replaced and these symptoms were alleviated, and the y-bocs was recorded as decreased from 21 to 19. The stimulation parameters were as follows: left 1-0+ 3.5 v, pw 210 mcs, 135 hz, and right c-0+ 3.5 v, pw 210 mcs, 135 hz. The chronic dbs parameters at last follow-up were as follows: left 1-0+ 4.3 v, pw 210 mcs, 130 hz, and right 1-0+ 4.3 v, pw 210 mcs, 130 hz.

Manufacturer narrative:
The actual event date was not provided. This date is based on the date the article was submitted for publication. It was not possible to match this event with a previously reported event.